Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided catheter placement procedure in the right subclavian vein using a hickman/leonard/broviac central venous catheter. During medication administration on (B)(6) 2026, leakage of heparin solution was observed due to damage at the transition from the clamp area to the narrow segment. On the proximal side of the large-diameter to small-diameter transition (approximately 30 mm), a v-shaped split was present, and a partial (non-complete) break of about 3 mm was observed at the bend of the v-shaped split. Reportedly, the outer layer showed a complete tear, while a small tear of approximately 2 mm was identified in the inner layer at the same site. Furthermore, the damaged catheter was repaired using a repair kit. There were no reported patient injuries.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided catheter placement procedure in the right subclavian vein using a hickman/leonard/broviac central venous catheter. During medication administration on (B)(6) 2026, leakage of heparin solution was observed due to damage at the transition from the clamp area to the narrow segment. On the proximal side of the large-diameter to small-diameter transition (approximately 30 mm), a v-shaped split was present, and a partial (non-complete) break of about 3 mm was observed at the bend of the v-shaped split. Reportedly, the outer layer showed a complete tear, while a small tear of approximately 2 mm was identified in the inner layer at the same site. Furthermore, the damaged catheter was repaired using a repair kit. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, separation and leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.